Manufacturer narrative:
Summary of evaluation: the components can not be evaluated for the reported dislocation as they have not been returned to howmedica but rather have been discarded by the hospital.